Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture strings were returned. The sutures and anchor are off he insertion device. The anchor is fractured at the proximal end. All returned items have debris on them. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that a single undated, unlabeled photo of a fracture device was provided, however, it does not aid in determining a root cause of the reported failure. Therefore, based on the limited information provided the root cause of the breakage could not be determined. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an ankle ligament repair, the tip of the osteoraptor anchor was fractured during the implantation. All the pieces were retrieved from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.